Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while attempting to use a bakri tamponade balloon catheter, the balloon was noted to be leaking. The operator removed the device and replaced with another one. Hemostasis was achieved. The procedure was a natural labor. The balloon was placed transabdominally. The device did not come into contact with any metal tools. The amount of blood loss was requested but noted to be unavailable. No adverse effects were reported due to the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual investigation of the complaint device was also conducted. The device was returned in an open outer package. Under magnification scrap marks were visible on the balloon material. A hole in the material was visible under magnification. The damage appeared to have been caused by an unknown instrument. The device history record (DHR) was also reviewed for the reported lot and no related nonconformances were identified. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was also conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A search of complaint records shows no other related complaints at the time of investigation. Cook also reviewed the product labeling. The product's instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony and evaluation of the returned device. A definitive cause of the puncture could not be determined from the available information. The hazard analysis for this failure mode was reviewed and additional escalation was not recommend. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17sep2021. The procedure was a natural labor. The balloon was placed transabdominally. The device did not come into contact with any metal tools. The amount of blood loss was requested but noted to be unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while attempting to use a bakri tamponade balloon catheter, the balloon was noted to be leaking. The operator removed the device and replaced with another one. Hemostasis was achieved. No adverse effects were reported due to the alleged malfunction. Additional patient and event details have been requested.